Manufacturer narrative:
Section d4: UDI has been corrected. Section d4: serial number has been corrected. Section d4: expiration date has been corrected. Section e: corrected. Section h4: device manufacturing date has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. Previous investigation of cardiomems signal acquisition in the presence of other medical devices found that although it is unlikely for the local radiofrequency emissions of other medical devices in use and/or implanted to have a direct impact on sensor signal acquisition these devices contain a significant amount of metal in a region close to the sensor¿s pulmonary artery placement location and may cause disruptions in the reflected radio frequency (rf) signal. Other factors, such as cables, sensor implant depth, sensor orientation, and patient location on the reader (patient electronics system, pes), can also have a significant effect on the ability to acquire a valid signal. The investigation further stated patients may experience signal acquisition issues with coexistent implanted medical devices due to the presence of metal within the sensing field. However, the presence of a medical device within this field should not be considered the sole contributing factor, but rather it is an accumulation of signal-affecting variables (such as sensor depth, sensor orientation, other metal in the patient environment). Since explant of the therapeutic medical device is not possible, attempts should be made to reduce the effect of the other signal-affecting variables. No further action is recommended based on this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated on (B)(6) 2024 that the patient was not having issues with their lvad and was having issues with their cardiomems pillow and getting a good signal. It was stated that it was something the site has been struggling with for a while. No log files from the time of the event could be obtained. The cause of the emi was still unknown.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) for 2 years and was recently implanted with a cardiomems sensor. The patient was getting some readings and was also still getting electromagnetic interference (emi) but other attempts were physiological. The system has been replaced and medical equipment repair associates (mera) had been sent twice. On the 2nd visit, many different positions to try and remove the lvad out of the equation were attempted but the clinician felt the lvad could be what was causing the emi. 3 readings were taken, and they are all emi. On (B)(6) 2024, assistance was attempted. ¿the patient electronics system (pes) was already turned on. No changes to location of pes. Started reading without patient, white 0, cancelled reading. Yes - continuous positive airway pressure (CPAP) (unplugged). Asked patient to move CPAP machine further away. Started reading without patient, blue 55 then white 0, asked patient to step away, white 0, cancelled reading. Decreased search pressure from 40 to 31 and minimum signal strength from 70 to 60. Manually sent readings to update pes settings. Turned on pes. Started reading spine centered, blue then white, left shoulder centered, white, lay on left side, blue 80-then white, asked patient to align left side with the edge of pes, white, patient asked if they could try laying on their stomach, chest was below the headrest, white 0, lay on back with right shoulder centered, white, cancelled reading. Patient stated they needed a break because they had not had breakfast yet and would call back.¿ on (B)(6) 2024 the patient stated they moved the pes upstairs. Patient was laying down on a sofa. Confirmed standard sofa no hid-a-bed. No mechanics in couch and confirmed pes was in a wall outlet with their family was there and couldn¿t troubleshoot at the time. Confirmed patient would call back tomorrow. On (B)(6) 2024, troubleshooting was reported as follows: ¿the patient advised they are using new pes and set it up on their own, pes on, global system for mobile communication (gsm) 4 bars, started reading with patient on pes, blue, cancelled. Pes in living room, on couch, center against backrest, plugged into wall outlet. No - CPAP, oxygen, electric blanket, laptop, tablet, wheelchair/walker, clock, life alert necklace/bracelet, jewelry, keys in pocket. Yes - television (tv), lvad, defibrillator. Started reading without patient on pes, blue, cancelled, powered off pes, moved pes further from tv, booted pes, started reading without patient on pes, blue. Patient advised having complications with lvad, would like a break. On (B)(6) 2024, troubleshooting continued ¿patient has the pes upstairs in the living room, this is a replacement unit, patient is still having issues with the new one now, readings are now being done on the couch, advised to place head on headrest and spine centered, white 11%, lvad bag, advised patient to inch by inch herself closer to the right edge, I advised to lift right shoulder up and dig into left shoulder into pes, no change. Signal worse, pes is in wall outlet by itself, nothing else plugged in. Advised to place the pes sideways as to not interfere with the lvad battery pack they wear around their waist. We restarted a reading, pes now sideways, blue 90%, now good position stay still, music starts and stops, 97%blue, advised to come down, blue 99%, come up higher, shifted to the right, 99 blue then white, patient tried to cover lvad with a pillow. Restarted reading, 5 blue, patient tried to bear hug it still blue, cancelled reading, advised to sit pes upright, put pillows behind and then lean into it and started the reading, reading immediately good position stay still music starts and stops, reading completed. Call dropped, called patient back, advised to place additional pillows behind the patient for stability, good position repeats over and over, advised to sit up and then lean back into it. Advised to cancel reading and schedule mera."

Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.